Event description:
It was reported that the keypad buttons do not respond with every button press. A diabetes educator reported that the patient continues to use the pump with intermittent response. There was no report of programming errors due to the issue.

Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. The pump was returned to animas for evaluation. During testing, all keypad buttons were found to be intermittently responsive. The keypad appeared worn but was not torn or peeling. When the rubber keypad was removed, adhesive was found under the key contacts. A crack in the battery compartment was observed that was unrelated to the keypad complaint and undisclosed by the reporter.